Event description:
Reporter indicated a vns pt's generator incision site in the chest became infected after the pt picked at the site and caused the vns lead to extrude through the skin. The pt was seen in the emergency room where the exposed lead was accidentally cut. The pt later underwent explant of the vns generator and possibly the lead. The explanted generator was returned and is currently in product analysis. Attempts for further info are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.